Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump low and high blood glucose (bg) reminders turned on without user interaction. Tandem technical support assisted customer in disabling reminders, and advised customer to consult their healthcare provider regarding settings adjustments. Customer's bg level was 197 mg/dl.